Manufacturer narrative:
Investigation summary: boston scientific concludes that although the complaint electrode was not returned to boston scientific and analysis has not been performed, the primary reported observation is addressed in product labeling (e.g. Instructions for use). Therefore, well-understood factors likely contributed to the event. Inappropriate shock therapy is a known inherent risk of the use of this product. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the complaint electrode was not returned to boston scientific therefore, product analysis could not be performed. However, inappropriate shock therapy has been observed with this product previously and is a known inherent risk associated with its use and is documented in the product's labeling. Device risk review: a risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Device labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: at this time, no further actions are considered necessary as inappropriate shock therapy is a known inherent risk of the use of this product and this is documented in the labeling.

Event description:
It was reported that this newly implanted subcutaneous implantable cardioverter defibrillator (s-ICD) system had automatically disabled the smartpass feature. The following day, the patient received two inappropriate shocks due to over-sensed noise. The patient was evaluated in-clinic, where the artifacts were easily reproducible with movement. The physician reprogrammed the device to the secondary sensing vector, which did not show evidence of noise. Boston scientific technical services (ts) was also contacted for review, and it was discussed that the inappropriate therapy was delivered due to saturated signals, an unstable baseline, and non-physiological noise. Ts noted that the event could have been caused by air entrapment post-implant, an incorrect electrode insertion into the device header, or a damaged electrode. However, the provided post-implant images showed appropriate electrode insertion and potential air entrapment near the xyphoid level. Nevertheless, ts recommended that the patient should be further evaluated in-clinic to determine if the cause was air entrapment or electrode damage. It was confirmed that the device was functioning appropriately in the secondary sensing vector. At this time, this s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that this newly implanted subcutaneous implantable cardioverter defibrillator (s-ICD) system had automatically disabled the smartpass feature. The following day, the patient received two inappropriate shocks due to over-sensed noise. The patient was evaluated in-clinic, where the artifacts were easily reproducible with movement. The physician reprogrammed the device to the secondary sensing vector, which did not show evidence of noise. Boston scientific technical services (ts) was also contacted for review, and it was discussed that the inappropriate therapy was delivered due to saturated signals, an unstable baseline, and non-physiological noise. Ts noted that the event could have been caused by air entrapment post-implant, an incorrect electrode insertion into the device header, or a damaged electrode. However, the provided post-implant images showed appropriate electrode insertion and potential air entrapment near the xyphoid level. Nevertheless, ts recommended that the patient should be further evaluated in-clinic to determine if the cause was air entrapment or electrode damage. It was confirmed that the device was functioning appropriately in the secondary sensing vector. At this time, this s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.